Manufacturer narrative:
Initial conclusions show that the event was caused by improper use of the rpl600-1 lift; operator error. There is no malfunction associated with the death allegation. The user¿s manual warns to not use the product without first completely reading and understanding the instructions. Invacare recommends that two assistants be used for all lifting preparation, transferring from and transferring to procedures. Regular maintenance of patient lifts and accessories is necessary to assure proper operation. After the first year of use, the hooks of the hanger bar and mounting brackets of the boom should be inspected every six months to determine the extent of wear. If these parts become worn, replacement must be made. Return material authorization has been issued for the return of this device for investigation; return not yet received. The caller stated she will talk to her director about returning the lift due to they would not have a lift to use and she doesn't think there is anything wrong with it. Multiple attempts have been made for additional information regarding the return of the lift and a request for photographs of the lift. If additional information should become available, this record will be updated accordingly. Return not expected at this time. Further investigation to be completed if / when the device is returned. Should additional information become available a supplemental record will be filed.

Event description:
The caller states the patient was being put into a lift and the caretaker was not following proper procedures. The caller states the caretaker was transferring the end user without anyone else helping, did not attach the sling properly, the patient fell out of the lift, hit their head and died 5 days later. The injury happened on (B)(6) 2016 and the end user passed away on (B)(6) 2016. The caller states surgery was not an option due to the end user was a hospice patient. The caller also states they do not have the safety hooks (hanger bar latch) on the lift and have been trying to get them and have not been able to get them. The caller states she will talk to her director about returning the lift due to they would not have a lift to use due she doesn't think there is anything wrong with it. No other information.